Event description:
The customer reported that they were unable to shock with this device. There was no report of any negative pt impact.

Manufacturer narrative:
(B)(4). The customer reported that they were unable to shock with this device. There was no report of any negative pt impact. This complaint is still being investigated. A f/u report will be submitted upon completion of the investigation.